Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the cad coordinator, that during the patient's clinic visit, it was noted that there were exposed wires near the strain relief of the black power lead of the patient's backup system controller. The patient stated that he caught the black power lead in his door jam at home a number of times. The vad coordinator exchanged the system controller and advised the patient to secure his system controller and leads.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. During our visual examination of the system controller, we noted that there was a slice in the black power lead and several inner conductors were severed. During further evaluation, the system controller covers were removed and the internal printed circuit boards (pcb's) were visually inspected, and a component on the pcb was found to be damaged; however, it is likely the damage to the component was caused by the motor current out signal, which was severed in the black power lead. No further information is available. The manufacturer is closing its file on this event.